Event description:
A customer reported observing falsely elevated anti-hbs and hbsag results when testing quality control fluids. False positive results, if obtained on pt samples, could present a risk of public health. There was no report of pt harm as a result of this event.